Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues with modular cable, lot number 6665240, were reported or identified through this evaluation. It was reported that the patient had driveline/modular cable trauma. It was later communicated that there was no new damage to the driveline/modular cable and only damage to the white power cable of the controller as reported under MFR #: 2916596-2024-00636. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for modular cable, lot number 6665240, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was taped due to cosmetic damage on 09aug2023. The patient was later evaluated on 12jan2024 for damage and oxidation to their system controller power cable resulting in alarms, and the patient's previous driveline damage was noted while assessing causes of the alarms with technical services. The customer confirmed that there was no new damage to the driveline, and that there was only damage to the power cable. There was no indication that the driveline damage had changed or worsened. There was no allegation against the modular cable or indication of malfunction.

Manufacturer narrative:
Section d1: brand name corrected section d4: catalog number and UDI number corrected manufacturer¿s investigation conclusion: the reported damage to the patient¿s modular cable could not be confirmed as no product was returned for evaluation and no images were provided for review. A specific cause for the damage could not be conclusively determined through this evaluation. It was reported that the patient had applied a significant amount of rescue tape to the modular cable portion of their driveline due to extensive cosmetic damage since (B)(6) 2023. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Furthermore, the controller event log file contained events from 07aug2023 through 09aug2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The modular cable, lot number 6665240, was not exchanged and remains in use. No further related events have been reported at this time. The relevant sections of the device history records for modular cable lot number 6665240, was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas insrtuctions for use (IFU) and the hm3 patient handbook are currently available. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section instructs the user to ¿keep no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had drive line/modular cable trauma. Log files were submitted for review and there were no unusual events recorded associated with the reported drive line damage. Related manufacturer reference number: 2916596-2024-00607.